Event description:
It was reported that the sheath was leaking. During the procedure, a polarsheath was selected for use. Fluid leakage was observed. The procedure was completed using a different device of the same model. There were no patient complications. The original device was contaminated and will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.